Event description:
Pump failed while vasopressin was being infused. Patient bp dropped slightly but stabilized quickly as the pump was exchanged for another. Efforts to restart pump were unsuccessful. Screen displayed the following message: failure 21:411:438:0000. As a consequence, initiated and/or increased vital signs monitoring.